Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. The available data were analyzed. The analysis revealed an invalid memory content related to battery data and consequently, the programmer displayed a battery warning. The invalid memory content was detected in a memory area not affecting the ability of the device to deliver anti-bradycardia therapy. However, a defect component cannot be excluded. Should further relevant information become available this investigation will be updated.

Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed.